Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited inappropriate ams (auto mode switch) episodes caused by atrial lead noise. The patient had a high heart rate. No programming changes were performed. The patient was in stable condition.